Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient experienced a controller fault alarm while was in his garden wearing a suit made from balloon silk. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation. The controller passed visual inspection and functional testing and ran without alarm. However, the reported event was confirmed via log file review which revealed a controller fault alarm on (B)(6) 2014 as a result of a watchdog reset and a corresponding pmc (pump motor control) reset resulting in a pump stop and restart. Log files of this nature may be indicative of electrostatic discharge. The root cause of the reported event may be attributed to a pump motor control reset as a result of electrostatic discharge and the absence of an esd shield on the controller. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient experienced a controller fault alarm while was in his garden wearing a suit made from balloon silk. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.